Event description:
Patient called alleging that the unit powers off during use. Patient claims that sometimes when applying blood or control solution on the test strips, the meter will count down, but will not give a reading. The meter will completely shut off. Customer service checked that the batteries were correctly installed and that the batteries were replaced less than a year. Meter shuts off before the automatic shut off time was up.